Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The pigtail radio frequency wire was inserted into the sheath to reach the superior vena cava (svc), however the physician felt some resistance. When the wire was pulled outside, it was noted that a section of it sheared off but not separated. The insulation was peeled back at the proximal end by the curl of the wire causing it difficult to push in the sheath. The wire was only inserted through a sheath, 5 french to introduce the wire. The patient had no mechanical hardware in their right atrium. The physician did feel the wire was getting caught while retracting, requiring them to pull with excessive force. The wire never reached the fossa as issue identified at the groin. Hence to resolve the issue, a new kit was opened, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Supplemental MDR submitted to report the investigation results (MDR aware date 13nov2023). The device has been returned to bsc for analysis. Analysis of the device found there was an insulation damage noted on distal tip curl and kink noted at proximal end. The testing results for wire body and proximal end outer diameter inspection, electrode heat shrink gap inspection were passed. The electrode height inspection was out of specification. The reported allegation is confirmed. Electrode height was out of specification. Although unrelated, insulation damage was confirmed post product return.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The pigtail radio frequency wire was inserted into the sheath to reach the superior vena cava (svc), however the physician felt some resistance. When the wire was pulled outside, it was noted that a section of it sheared off but not separated. The insulation was peeled back at the proximal end by the curl of the wire causing it difficult to push in the sheath. The wire was only inserted through a sheath, 5 french to introduce the wire. The patient had no mechanical hardware in their right atrium. The physician did feel the wire was getting caught while retracting, requiring them to pull with excessive force. The wire never reached the fossa as issue identified at the groin. Hence to resolve the issue, a new kit was opened, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR; the field h6 (evaluation conclusion codes (1)) and h11 (additional MFR narrative) were updated. The device was returned for analysis. Analysis of the device found there was an insulation damage noted on distal tip curl and a non-reported kink was noted at proximal end during the visual inspection. The device passed the dimensional testing results for wire body and proximal end outer diameter inspection, electrode heat shrink gap inspection. The reported allegation is confirmed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The pigtail radio frequency wire was inserted into the sheath to reach the superior vena cava (svc), however the physician felt some resistance. When the wire was pulled outside, it was noted that a section of it sheared off but not separated. The insulation was peeled back at the proximal end by the curl of the wire causing it difficult to push in the sheath. The wire was only inserted through a sheath, 5 french to introduce the wire. The patient had no mechanical hardware in their right atrium. The physician did feel the wire was getting caught while retracting, requiring them to pull with excessive force. The wire never reached the fossa as issue identified at the groin. Hence to resolve the issue, a new kit was opened, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.